Manufacturer narrative:
The device was used in off-label implantation in the mitral in mac position. As there are no specific IFU or training materials related to mac procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (large annulus) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
This was an off-label mitral valve in mitral annular calcification (mac) procedure, with a mitraclip of the mitral valve annulus. During the mitral valve in mac case using a 29mm sapien 3 ultra resilia valve, the valve was implanted but there was residual mild to moderate paravalvular leak (pvl) in the mitral valve due to the patient's large annulus. The operators attempted to plug the pvl. The decision was made to post dilate with an additional 2-3cc's of volume with two atrions set up on the 3-way stopcock. After failing to successfully plug the pvl jets, the operators opted to put a 29mm sapien 3 valve in as a valve in valve. The second valve was inserted but the operator had difficulty pulling the pusher back in the left atrium, and then lost lv wire access so they removed the valve and asked for a third valve. This third valve 29mm sapien 3 valve was successfully implanted as a valve in valve and the pvl was reduced to trace to mild. Per report, the plan was to implant mitraclips to reduce the mitral annular area to safely land an oversized 29 s3ur valve with added volume, a 26f gore sheath used, and +5cc prep.

Manufacturer narrative:
Update to h10.